Manufacturer narrative:
Gehc recommended to the hospital to replace the flow sensor harness and the filter board harness. The customer contact reported there is not patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user that only volume ventilation was available. There was no reported patient injury.